Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no disposable, clamp tubing" and "no disposable, pump won't run" alarms occurred to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.